Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, a 19mm trifecta valve was successfully implanted. On a later date, the patient returned and was diagnosed with aortic stenosis. Reportedly, the decision was made to implant a 23mm non-abbott device in the 19mm trifecta valve. The valve-in-valve (viv) procedure was successfully completed on (B)(6) 2022. The root cause of aortic stenosis was unable to be determined because the 19mm trifecta valve was not explanted. The patient was in stable condition at the time of report.

Manufacturer narrative:
An event of a valve-in-valve due to stenosis was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device remains implanted and was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors: no implant related factors could be confirmed from the information received from the field as information related to implant procedure was not provided. Biological factors which can result in stenosis such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.), immobilizing thrombus, or pannus formation reducing the valve diameter also could not be confirmed as the valve remains implanted and was not returned for histopathological examination. Additional information on the patients' medical history and predisposition to the factors cited above was not available. The cause of the reported stenosis could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.